Event description:
The device (cev649-5b) was returned for repair to mxi service and repair.

Manufacturer narrative:
(B)(6). Evaluation of cev649-5b indicated that the instrument stainless steel base presented substantial traces of impact. The sheath also presented traces of impact. The tube was most likely damaged during an attempt to disassemble with forceps without pushing on the ratchet. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference number: na. (B)(4).